Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to possible infection. A wash-out and poly swap of a 5x13 ts insert for a like device was performed. Rep reported that no further information will be available.